Event description:
It was reported during routine follow up, this left ventricular (lv) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms. In addition, during testing of the thirteen lv vectors, it was reported all four of the lv vectors with the rv lead configuration exhibited a high out of range shock impedance measurement, measuring greater than 200 ohms. Technical services (ts) was consulted and offered troubleshooting options. At this time, the lv lead remains in service. No adverse patient effects were reported.